Manufacturer narrative:
A review of the black box data showed no evidence of loss of prime. During testing, the pump successfully passed the ez prime steps. The pump was exercised for 24 hours with no issues. The pump¿s cover was opened and no internal defect was found. The complaint was not duplicated during testing. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the cannula must be filled with 1 units of insulin or the pump would emit a loss of prime. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.